Manufacturer narrative:
Product complaint #(B)(6). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
It was reported as "my mother-in-law was the recent recipient of a depuy synthes summit/pinnacle hip system, implanted roughly 3 months ago. I first heard the surgery had gone well. She had multiple complaints as of this thanksgiving weekend. Residual pain at the operation site, mostly due to post-op bleeding, but also due to implant positioning (according to her). Her operated leg is 7 mm shorter (verified by x-ray with another depuy surgeon dr. (B)(6)). I saw the x-ray and this is obvious to the naked eye. Post-op care and instruction was minimal and her attempts to get anyone to record her residual pain and limb length disparity were rebuffed until repeated attempts. After talking with her the usual pre-op preparations were not done (a-p and m-l x-rays, implant size templating), and also got no info on what to expect post-op, etc. She is so disappointed with the level of care she is complaining to cms about this (the surgeon post-op care). The devices themselves are working 'as intended' but are misaligned. I'm not sure if this qualifies as a complaint with the devices per se but she is definitely not satisfied with the outcome of her hip replacement. I've asked her for the name of the surgeon and the ids of the implants, but haven't heard back within the 24-hour complaint recording window. I should be able to update you tomorrow."

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.